Event description:
It was reported that the patient presented to the hospital for an explant procedure on (B)(6) 2022. During examination of the lead, it was noted that the right ventricular lead was a part of riata advisory which is prone to externalization of conductors. The physician decided to explant it along with the device. There was no malfunction on the lead. The right ventricular lead was explanted and replaced on (B)(6) 2022. The patient was in stable condition throughout.

Manufacturer narrative:
The lead was returned due to elective replacement. As received, a complete lead was returned in two pieces. Electrical testing did not find any indication of conductor fractures or internal. Visual inspection of the lead did not find any anomalies except for procedural damage.